Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por) during high voltage charging. The device was tested on the bench and the device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were normal. The bvvi could not be replicated and the cause of the bvvi could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented during follow-up in-clinic. The implantable cardioverter defibrillator tripped to bvvi with no high voltage therapy due to power on reset. There were multiple ventricular noise reversions prior to the bvvi. The patient had no medical procedures at that time and no external defibrillation shocks. The device was explanted and replaced. The patient was stable.